Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed. Blank fields on this form that have not been previously submitted indicate the information is unknown or unavailable.

Event description:
The complainant reported that the optilite single-use holmium laser fiber was inside of the pyeloscope, and the laser lithotripsy was underway. The surgeon and nursing staff heard a "zapping" noise before discovering that the laser fiber had been broken inside of the scope, causing damage to the scope. It was noted that a degree of physical force (torque) was placed on the scope during this procedure. The same fiber (minus the broken piece) was then used inside of a new scope to complete the procedure. There were no reported serious injuries to the patient as a result of the product problem.